Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The techinician found the caster stem was broken on both casters. The technician replaced the brake and brake/steer casters to repair the bed.